Event description:
It was reported that a homechoice device experienced a high drain 105 alarm.  This alarm indicates that the patient has drained more than 200% of their maximum prescribed fill volume in standard mode.  This occurred on the device after use. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A device history review and service history review were completed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.